Event description:
Information provided states that the wire was retracted from the inner cannula of the stiffened mpis set and the wire came apart. Wire pieces had to be retrieved via cut down and removed with small clamps. Additional information regarding the patient was not provided.

Manufacturer narrative:
(B)(4). The wire was returned in a used and damaged condition: the tip of the wire had separated between the two solder joints. The separated portion was returned with its solder joint (e.g., coil, wire, solder) intact. Observing the surfaces of separation under 100x magnification revealed evidence of elongation, which is indicative that the wire was subjected to tensile forces beyond its design strength. The strength of these wires have been confirmed to meet the requirements of iso (B)(4) through design verification testing. Quality engineering assessed the risk to patient with a quality engineering risk assessment and concluded that with the addition of this complaint, the risk remains acceptable and no risk mitigation actions are required. The appropriate internal personnel have been notified and we continue to monitor complaints for similar events.